Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/13/2017 that on (B)(6) 2017, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(4)2017. The complaint loss of connection was reported to have occurred on (B)(6)2017. Data investigation confirmed connection loss on (B)(6)2017. The root cause could not be determined post investigation. Investigation was completed on (B)(4)2017.